Event description:
Medtronic received a report that during deployment, a pipeline vantage with shield technology stent (ped3) did not open. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, right middle cerebral artery m1 segment aneurysm with a max diameter of 6.79 mm and a 3.27 mm neck diameter. The landing zone arterial diameter was 2.11 mm distally and 2.87 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. The platelet reactivity unit (pru) level was noted as 180. The angiographic result post procedure was reported as normal. Under the guidance of a 0.014 neuro guidewire, an acheva 6f 115cm intermediate catheter and a phenom 21 microcatheter were advanced up to the m3 segment of the middle cerebral artery. The ped3-300-20 flow diverter stent was delivered through the phenom 21, and the tip end of the flow diverter stent was delivered to the m2 segment. By stabilizing the push wire and withdrawing the phenom 21, the tip end of the stent was deployed. After approximately 5 mm was deployed, the tip end of the stent did not open. Further length was deployed, but the stent still did not open. The stent was completely retrieved and the tip end was deployed again. The issue persisted. They continued to increase and decrease overall tension with oscillation, but the tip end of the stent still did not open properly. The stent and microcatheter were removed from the patient's body, and a new stent was used instead to successfully complete the procedure. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.